Event description:
Complainant alleged that during training by facility staff, the device displayed "pacer fault 122" and "pacer fault 123" messages. Complainant indicated that there was no pt involvement in the reported malfunction.